Manufacturer narrative:
The root cause of the customer's complaint is a burned charger plug, likely from a shorted outlet.

Manufacturer narrative:
The charger is an accessory to the sonicare toothbrush. Device manufacturing date not available due to the charger not being returned.

Event description:
Consumer called stating that the power toothbrush charger and wall plate where charger was plugged in were burned.

Manufacturer narrative:
"Unintended use error" was identified as primary evaluation conclusion.